Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified in procode and PMA/510k. As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port placement via internal jugular vein, the catheter allegedly broke near the clavicle. There was no reported patient injury.

Event description:
It was reported that sometime post port placement via internal jugular vein, the catheter allegedly broke near the clavicle. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified in d2 and g5. H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The investigation is inconclusive for the reported catheter break issue. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.